Event description:
The user reported that the external cable wire was exposed at the calibrator's end. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.